Event description:
The user facility reported that a portion of the guidewire's outer coating was sheared off near the tip of the device during a urological procedure (ureteroscopy). The detached material was retrieved from the pt, the procedure was completed successfully and the pt is fine. Additional event specific information has not been made available.